Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 generator had intermittent errors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator due to intermittent errors. The system was tested and verified as ready for use. Isi did receive a da vinci e-100 generator involved with this complaint to perform failure analysis. The unit was installed into the test system and an intermittent error was generated when sealing. The complaint regarding the e-100 had intermittent issues was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the e-100 generator was replaced by the fse due to intermittent issues. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.